Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds on the embolization coil. This indicates that the device was likely advanced from its starting position in the introducer sheath. If the introducer sheath is not aligned properly within the hub of a parent microcatheter, resistance may be experienced during advancement and damage such as offset coil winds may occur. Further evaluation revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock and kinks in the pusher assembly. This damage was likely incidental to the reported complaint and may have occurred after removal from the procedure. During the functional test, resistance was encountered while attempting to advance the pusher assembly through its introducer sheath from the returned position, and the pusher assembly could not be advanced at all. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra smart coils (smart coils), non-penumbra microcatheters, and a non-penumbra parent catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician implanted six smart coils and three non-penumbra coils into the target location. After aligning the next smart coil introducer sheath inside the hub of the microcatheter, the physician attempted to advance the smart coil; however, the smart coil would not advance past its initial position within its introducer sheath. Therefore, it was removed. The procedure was completed using another smart coil, two other coils and the same microcatheters. There was no report of an adverse effect to the patient.